Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the area where the sensor was inserted was bleeding and the reporter initially put a cloth and compression. As this did not help, they removed the sensor and put the cloth again. It was reported that due to the amount of blood loss, the patient fainted. It was not reported how long the patient was unconscious. An ambulance was called and at the time the paramedics arrived the patient had the patient called an ambulance. The patient was brought to the hospital and was kept in observation for 3 hours. No treatment was given for either the bleeding or the fainting, but unspecified tests were done, that confirmed that the patient fainted due to the blood loss. There was no report of any medical intervention. At the time of the report the patient was stable. The patient reported to have a small wound at the insertion time. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.